Manufacturer narrative:
(B)(4).

Event description:
The international customer reported the device alarmed and displayed references related to the calibration data for the pressure and flow sensors. There was no patient involvement.